Event description:
It was reported in a service report the left siderail will not latch in the up position. The customer was unable to determine if there was patient involvement or adverse consequences to report.